Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A part for the power supply needed to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.